Event description:
Over 70-year-old male with history of rectal cancer status post colectomy being worked up for possible normal pressure hydrocephalous. Patient underwent fluoroscopic guided intrathecal drain placement. Post procedure there was concern that the drain was not draining. Patient was brought back to procedure and underwent fluoroscopic guided intrathecal drain evaluation with removal that same day. Segmental defect within the lumbar drain catheter was identified. During removal the catheter broke. The intrathecal segment was successfully removed. No known harm to the patient.